Manufacturer narrative:
Event summary: two sets of patient data files from the date of the event are attached to gch. The first set of patient files showed at least three injections were performed with catheter 2af283/ 96339-46 on the date of the event, system notice (#(B)(4)) was received indicating that the safety system detected a high level of refrigerant flow and stopped the injection was triggered on all three applications. The second set of patient data files showed at least one injection was performed with catheter 2af283/ 96339-46 on the date of the event, a system notice (#(B)(4)) was received indicating that the safety system detected a high level of refrigerant flow and stopped the injection was triggered. Upon visual inspection of the sheath, 4fc12 / 24660-072, results showed the shaft was kinked 6.213 cm from the tip. The sheath failed the returned product inspection due to shaft kink. In conclusion, the sheath failed the returned product inspection due to shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected a high level of refrigerant flow and stopped the injection. The procedure was aborted. No patient complications have been reported as a result of this event. On (B)(6) 2017, 09:44:44: incoming information indicated that the console was serviced as appropriate. 2018-02-22: the sheath and balloon catheter subsequently tested out of specification per the manufacturer's investigation.